Manufacturer narrative:
H10: multiple attempts have been made on 08/31/2023, 09/07/2023, and 10/02/2023 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device turned off. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The biomedical (biomed) engineer initially reported to the remote service engineer (rse) that the device turned off while in use; however, the biomed checked the significant event log and also found a 110a "proximal pressure sensor autozero failed" error. The rse asked the biomed if the device had been repaired previously, and the biomed informed the rse that the flow sensor assembly was replaced recently. The rse recommended that the biomed should check the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba).